Event description:
Customer reported that the blood glucose had been about 30-40 points higher than the sensor readings and that he was receiving constant weak signal alerts. The blood glucose reading was 102 mg/dl and the sensor reading was 60 mg/dl. He stated that he was concerned that the threshold suspend was activating when the blood glucose was not low. Customer was advised on insertion and calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.